Event description:
It was reported after sterilization that the rubber seal on the lid of the aseptic housing is too big and was emerging from the housing which can cause housing to not close properly. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The event was confirmed. The quality technician evaluated the battery housing and confirmed the gasket was emerging from the housing. It is possible that the gasket failed due to fatigue. Battery housing was placed in parts retention.